Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), abdominal pain ("pain abdomen"), back pain ("back pain") and blindness ("major vision loss") in a female patient who had essure (ess205) (batch no. 623819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: mirena iud in 2005, depo provera and nuvaring. Past adverse reactions to the above products included pain with mirena iud. Concurrent conditions included overweight, depression since 2004, anxiety disorder since 2004 and kidney stones since 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), balance disorder ("imbalance"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), post-traumatic stress disorder ("ptsd from the side effects"), urinary incontinence ("urinary incontinence"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), blindness (seriousness criterion medically significant), fatigue ("fatigue"), weight increased ("weight gain"), ovarian cyst ("ovarian cyst") with adnexa uteri pain, alopecia ("hair loss") and uterine pain ("sharp pain in uterus"). The patient was treated with bilateral salpingectomy,with partial hysterectomy, oophorectomy (one side) and essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, balance disorder, vaginal haemorrhage, menorrhagia, post-traumatic stress disorder, urinary incontinence, migraine, headache, dysmenorrhoea, dyspareunia, blindness, fatigue, weight increased, ovarian cyst, alopecia and uterine pain outcome was unknown and the abdominal pain and back pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, balance disorder, blindness, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, post-traumatic stress disorder, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: (B)(6) 2007: essure procedure performed by pec without difficulty. Patient denies any problem (B)(6) 2016: left salpingo-oophorectomy, right salpingectomy, and lysis of adhesions: the patient had normal appearing ovaries bilaterally and distal segments of fallopian tube. She did have bowel epiploica adhere to the vaginal cuff. Otherwise normal pelvis. No evidence of endometriosis was seen. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: bilateral tubal occlusion (B)(6) 2016: ultrasound: within normal limits. There was no cystic structures at all in either adnexa. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, ovarian cyst, urinary incontinence, weight gain, menorrhagia, back pain, dysmenorrhea, headaches, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received and the following information was provided: patient demographic details; essure model ess205, lot number 623819 was inserted on (B)(6) 2007 and removed (B)(6) 2016; imbalance, abnormal bleeding (vaginal, menorrhagia), ptsd from the side effects, urinary incontinence, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), ovary pain, back pain, pain abdomen, major vision loss, fatigue, weight gain, ovarian cyst, hair loss were added as event; sharp pain in uterus added as device dislocation symptom; historical drug and concomitant condition provided; medical records were also received and the following information was provided: new reporters added; new lab data added; details of insertion and removal procedure. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), abdominal pain ("pain abdomen"), back pain ("back pain") and blindness ("major vision loss") in a female patient who had essure (ess205) (batch no. 623819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: mirena iud in 2005, depo provera and nuvaring. Past adverse reactions to the above products included pain with mirena iud. Concurrent conditions included overweight, depression since 2004, anxiety disorder since 2004 and kidney stones since 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), balance disorder ("imbalance"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), post-traumatic stress disorder ("ptsd from the side effects"), urinary incontinence ("urinary incontinence"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), blindness (seriousness criterion medically significant), fatigue ("fatigue"), weight increased ("weight gain"), ovarian cyst ("ovarian cyst") with adnexa uteri pain, alopecia ("hair loss") and uterine pain ("sharp pain in uterus"). The patient was treated with surgery (bilateral salpingectomy, partial hysterectomy, oophorectomy (one side)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, balance disorder, vaginal haemorrhage, menorrhagia, post-traumatic stress disorder, urinary incontinence, migraine, headache, dysmenorrhoea, dyspareunia, blindness, fatigue, weight increased, ovarian cyst, alopecia and uterine pain outcome was unknown and the abdominal pain and back pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, balance disorder, blindness, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, ovarian cyst, post-traumatic stress disorder, urinary incontinence, uterine pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: (B)(6) 2007: essure procedure performed by pec without difficulty. Patient denies any problem (B)(6) 2016: left salpingo-oophorectomy, right salpingectomy, and lysis of adhesions: the patient had normal appearing ovaries bilaterally and distal segments of fallopian tube. She did have bowel epiploica adhere to the vaginal cuff. Otherwise normal pelvis. No evidence of endometriosis was seen. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on 28-jan-2008: bilateral tubal occlusion . 05-feb-2016: ultrasound: within normal limits. There was no cystic structures at all in either adnexa. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, ovarian cyst, urinary incontinence, weight gain, menorrhagia, back pain, dysmenorrhea, headaches, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc update incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), abdominal pain ("pain abdomen"), back pain ("back pain") and blindness ("major vision loss") in a 24-year-old female patient who had essure (ess205) (batch no. 623819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2016: ultrasound: within normal limits. There was no cystic structures at all in either adnexa. Previously administered products included for prevent pregnancy: mirena iud in 2005, depo provera and nuvaring. Past adverse reactions to the above products included pain with mirena iud. Concurrent conditions included overweight, depression since 2004, anxiety disorder since 2004 and kidney stones since 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary incontinence ("urinary incontinence") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient experienced fatigue ("fatigue"). In december 2007, the patient experienced alopecia ("hair loss"). On (B)(6) 2008, the patient was found to have hormone level abnormal ("hormonal changes - describe: imbalance"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), balance disorder ("imbalance"), post-traumatic stress disorder ("ptsd from the side effects"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("ovarian cyst") with adnexa uteri pain and uterine pain ("sharp pain in uterus"). The patient was treated with surgery (bilateral salpingectomy, partial hysterectomy partia, oophorectomy (one side) and bilateral salpingectomy, partial hysterectomy, oophorectomy (one side)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, blindness, balance disorder, vaginal haemorrhage, menorrhagia, post-traumatic stress disorder, urinary incontinence, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, ovarian cyst, alopecia, uterine pain and hormone level abnormal outcome was unknown and the abdominal pain and back pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, balance disorder, blindness, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, ovarian cyst, post-traumatic stress disorder, urinary incontinence, uterine pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: (B)(6) : left salpingo-oophorectomy, right salpingectomy, and lysis of adhesions: the patient had normal appearing ovaries bilaterally and distal segments of fallopian tube. She did have bowel epiploica adhere to the vaginal cuff. On (B)(6) 2016- oophorectomy (one side removal of ovary) surgery were performed. Discrepancy noted in essure removal date (B)(6) 2011 and insertion date 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2008: results: bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, ovarian cyst, urinary incontinence, weight gain, menorrhagia, back pain, dysmenorrhea, headaches, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event hormonal imbalance was added. Event onset date were updated. Reporter was added. Reporter causality comments were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migrated to my uterus and embedded itself'), blindness ('major vision loss') and nephrolithiasis ('I have kidney stones') in a 24-year-old female patient who had essure (batch no. 623819) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6)2016: ultrasound: within normal limits. There was no cystic structures at all in either adnexa. Previously administered products included for prevent pregnancy: mirena iud in 2005, depo provera and nuvaring. Past adverse reactions to the above products included pain with mirena iud. Concurrent conditions included kidney stones since 2008, depression since 2004, anxiety disorder since 2004 and overweight. Concomitant products included ethinylestradiol;levonorgestrel (seasonal) from (B)(6)2011 to (B)(6)2011. On (B)(6)2007, the patient had essure inserted. On (B)(6)2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary incontinence ("urinary incontinence") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2007, the patient experienced fatigue ("fatigue"). In (B)(6)2007, the patient experienced alopecia ("hair loss"). On (B)(6)2008, the patient experienced blindness (seriousness criterion medically significant). On (B)(6)2008, the patient was found to have hormone level abnormal ("hormonal changes - describe: imbalance"). On (B)(6)2008, the patient experienced post-traumatic stress disorder ("ptsd from the side effects"). On (B)(6)2008, the patient was found to have weight increased ("weight gain"). In (B)(6)2011, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, nephrolithiasis (seriousness criterion medically significant), abdominal pain ("pain abdomen"), balance disorder ("imbalance"), ovarian cyst ("ovarian cyst") with adnexa uteri pain, uterine pain ("sharp pain in uterus"), pruritus ("I have itchy palms "), device expulsion ("essure micro-insert embedded "), rash pruritic ("itchy spots on my arms and legs") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy, partial hysterectomy, oophorectomy (one side)). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, blindness, nephrolithiasis, balance disorder, vaginal haemorrhage, menorrhagia, post-traumatic stress disorder, urinary incontinence, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, ovarian cyst, alopecia, uterine pain, hormone level abnormal, pruritus, device expulsion and rash pruritic outcome was unknown and the abdominal pain and back pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, balance disorder, blindness, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nephrolithiasis, ovarian cyst, post-traumatic stress disorder, pruritus, rash pruritic, urinary incontinence, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6)2016: left salpingo-oophorectomy, right salpingectomy, and lysis of adhesions: the patient had normal appearing ovaries bilaterally and distal segments of fallopian tube. She did have bowel epiploica adhere to the vaginal cuff. On (B)(6)2016- oophorectomy (one side removal of ovary) surgery were performed. Discrepancy noted in essure removal date (B)(6)2011 and insertion date 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6)2008: results: bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain, ovarian cyst, urinary incontinence, weight gain, menorrhagia, back pain, dysmenorrhea, headaches, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: social media added. Event¿s : event verbatim migration changed to migrated to my uterus and embedded itself, events device expulsion, I have itchy palms and itchy spots on my arms and legs , I have kidney stones were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.